Event description:
Add'l info received from MFR 6/5/03: the device was not returned to co for evaluation/laboratory testing. According to the reporter of the event, the surgeon prefers to use the device with the tip only partially extended from the sheath and not locked into its fully extended position as required by the instructions for use, which states as follows: "the outer sheath is for suction and irrigation only. The sheath is not intended for use as insulation for the surgical tip, and should be fully retracted retacted when the tip is activated." It is known that under certain circumstances the sheath tip can experience some melting/distortion if the sheath is not fully retracted when the tip is activated. Co has requested that their sales rep to inservice the hospital staff on the proper use of the product.

Event description:
Suction irrigator sheath melted when used with bovie-plastic sheath melted in pt while in use.